Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h11: investigation summary complaint: foreign matter (e.g. Hairs, insects) within primary pack (sterile products) region: taiwan. Product / system application product (sap): 1703990 aquacel foam nadh 10x10cm (1x10pk) nai lot: 5c01035 date of manufacture: 15 mar 2025 sterilization: sterigenics (B)(4) 27 mar 2025 batch size: 2160 secondary packs (B)(4) primary units). This complaint was received from taiwan reporting: inbound inspection-foreign body for material: 1703990 batch 5c01035. The lot was manufactured on 15 mar 2025 and sterilized under sterigenics (B)(4) 27 mar 2025. 01 primary units impacted from (B)(4) secondary units (B)(4) primary). One photograph was provided by the complainant to demonstrate the reported marks/contamination on six primary packs. The image depicts a small black fibre or hair approx. 2 milli metre (mm) in length on the top of the pink polyurethane film (pu) layer of the dressing. Inside the primary pack. No physical sample has been received. The complaint has a valid lot number and has therefore been processed as a reportable complaint with no physical sample. Should a sample be received, the complaint investigation will be re-opened and evaluated in accordance with work instructions (wi). The complaint was confirmed based on the photographic evidence supplied. The absence of a physical sample further restricts the ability to conduct a detailed hands-on examination. Without higher-quality images or returned product, the depth of analysis was constrained, and a definitive root cause determination cannot be fully achieved. A full batch record review was completed for lot 5c01035. ¿ all in-process checks, quality control (qc) inspections, and final release activities were acceptable. ¿ no material, equipment-related or contamination-related issues were recorded. ¿ good manufacturing practice (gmp) compliance records confirm appropriate gowning, environmental monitoring, and procedural adherence during the production period. No non-conformance raised during the production order. One additional complaint has been assigned to batch 5c01035: which reported an inbound inspection-spots with different colour in 6 dressing. This complaint has the malfunction, foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc), indicating a similar type of defect. A broader material-level review for material 1703990 (aquacel foam nadh 10×10cm, 1×10pk, nai) identified one further complaint with the same malfunction over the past 12 months: another complaint, relating to batch 4e00576, also involving a single contaminated dressing. No additional contamination-related complaints have been reported for this material in the same period. The current complaint relates to one primary pack reported with contamination ¿ hair or fibre in nature. The total batch size was 2160 secondary units (equivalent to (B)(4)primary units). Of these, (B)(4) secondary units were distributed from distribution centres (dc), with no additional feedback of similar issues, and (B)(4) units remain in distribution center (dc) inventory without reported defects. Given the low occurrence rate (01 reported events out of 1068 distributed secondary units - (B)(4) primary units), the complaint frequency remains low relative to the total distributed quantity. The available evidence does not suggest a systemic or batch-wide manufacturing issue. Although one other complaint with the same malfunction has been raised for this batch, there was no evidence of correlated deviations, common defect signatures, or recurring contamination mechanisms. Both complaints involve isolated, single-unit findings with no identified link to a shared root cause. No additional similar complaints have been identified across distributed units. Based on the combined data set, the risk to product quality and patient safety remains minimal, and the events appear limited in scope with no indication of a systemic failure mode. As per process instruction (pi) ¿ general inspection, the required inspection level for contamination for a batch of this size was acceptable quality level (aql) 0.40, using an accept = 3 / reject = 4 sampling plan for a sample size of (B)(4) units (applicable to batch sizes between (B)(4) primary units). The appropriate inspection regime was applied at manufacture through routine in-process and end-of-line checks. The aql sample taken did not exceed the rejection threshold. Across the full manufactured population of 2160 secondary packs (B)(4) primary units): ¿ only one additional contamination-related complaint has been received. ¿ batch record review, in-process inspections, and device history checks identified no deviations, no recurring issues, and no process-related trends. ¿ the observed defect rate (1 primary unit out of (B)(4) primary units = 0.005 percent) remains below the notional 0.40 percent aql limit, supporting that manufacturing inspection results remained within established acceptance criteria, with no indication of loss of process control. A review of batch 5c01035 therefore identified one additional complaint with malfunction; however, this was low-frequency, single-unit contamination findings with no consistent mechanism or pattern. The events do not meet the hot batch criteria defined in work instructions (wi) (n greater than or equals to 3 complaints for the same malfunction and batch) and do not indicate a systemic process failure or manufacturing deviation. Material-level trending for 1703990 over the last 12 months shows only one additional complaint for a different batch, with each event representing single or low-unit impact. The overall occurrence rate remains significantly below the aql 0.40 threshold and does not indicate loss of process control or an emerging trend. Based on work instructions (wi) risk assessment criteria, the event does not represent increased risk to patient safety, device performance, or regulatory compliance. In alignment with work instructions (wi), there was no evidence of a systemic failure mode, recurring defect signature, or risk escalation that would necessitate corrective and preventive actions (CAPA). Therefore, CAPA was not required, and the complaint will continue to be monitored through routine post-market product monitoring and trend review processes. As only a single photograph was provided and no physical sample was returned for evaluation, the contamination mechanism cannot be conclusively determined. Follow-up information from the complainant indicates that the observed contamination was believed to be a hair. The hair or fibre observed in the image was consistent with several plausible sources of contamination, including: personnel-related sources ¿ human hair shed from the head, beard, eyebrows, or arms, particularly where: o hair covers are incorrectly worn, displaced, or damaged o facial hair was not fully contained by beard snoods o operators adjust personal protective equipment (ppe) and subsequently handle product ¿ clothing fibres originating from: o operator garments, lab coats, or under-garments o non-lint-free fabrics worn beneath clean room attire supplier-introduced contamination ¿ fibres present within primary packaging materials or components as received from external suppliers environmental sources ¿ airborne fibres, including: o hvac-borne particulates from filters, ducting, or inadequate air change rates o fibre migration during door openings or pressure imbalances ¿ facility-related materials, including: o fibres from cleaning cloths, wipes, or mops not certified as lint-free o degradation of insulation, ceiling tiles, or wall coverings ¿ maintenance activities, including: o fibres introduced following recent maintenance or construction work o residue from temporary protective coverings or adhesive tapes process-related factors ¿ static attraction, where lightweight fibres may be drawn onto product surfaces due to electrostatic charge, particularly in low-humidity environments ¿ manual handling, including: o increased exposure during visual inspection, sampling, or rework activities o extended dwell time with primary packs left open awaiting inspection or processing o multiple touch points, allowing fibre transfer during movement between process steps or shifts. Due to the limited evidence available, no single root cause can be confirmed. The dressings are inspected by operators, but as the foreign matter was of such a small size (approximately 1-2mm on the tappi chart indicated), this foreign matter may not have been readily detectable at validated inspection speeds previous complaints have warranted a non-conformance (nc) and investigation to identify how a hair could have been sealed into the primary sachet. It was confirmed current personal protective equipments (ppes) kit was suitable for use in the controlled environment, but it does allow movement which may allow loose hairs to transfer onto garments and in turn may transfer onto material and products while working in the controlled environment. Hair may also be transferred from supplier materials which cannot be ruled out as a possible cause. Gmp audits are regularly conducted to ensure all gmp activities are being followed. This single hair would also not have been visible at the time the dressings were manually inspected as the dressing pad faces the inside of the primary sachet and was therefore not visible. As this was the only affected dressing, the issue does not exceed aqls, no further investigation was necessary. The batch remains within specification and acceptable quality limits. The issue is considered isolated, with no systemic recurrence identified. No CAPA was required. The complaint will be monitored through routine trending and the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Event description:
The distributor notified regarding an inbound inspection. The inspection identified a foreign body in the dressing. The product was not used, therefore, no harm was reported. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.